Manufacturer narrative:
Pending evaluation.

Event description:
It was reported, this (B)(6) y/o patient experienced pain without injury for 2-3 months. Patient immobilized for 5 weeks. Outcome indicated resolved on (B)(6) 2022. Onset date of reported pain is unknown. Specific devices were not reported. The case report form indicates this event is unlikely related to the devices and is definitely not related to the procedure. This event report was received through clinical data collection activities.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of shoulder pain cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition section h11: *the following sections have corrected information: (b5) it was reported from equinoxe shoulder study, this 59 y/o obese male patient experienced left shoulder pain without injury for 2-3 months. Patient immobilized for 5 weeks. Outcome indicated resolved on (B)(6) 2022. Onset date of reported pain is unknown. It was resolve with immobilization and there is no more pain. Specific devices were not reported. The case report form indicates this event is unlikely related to the devices and is definitely not related to the procedure. This event report was received through clinical data collection activities.

Event description:
It was reported from equinoxe shoulder study, this 59 y/o obese male patient experienced left shoulder pain without injury for 2-3 months. Patient immobilized for 5 weeks. Outcome indicated resolved on (B)(6) 2022. Onset date of reported pain is unknown. It was resolve with immobilization and there is no more pain. Specific devices were not reported. The case report form indicates this event is unlikely related to the devices and is definitely not related to the procedure. This event report was received through clinical data collection activities.